Event description:
Initial reporter indicated that their "generator is not working" as they had been having increased seizures over the past 7 months. Patient reported she has lost a great deal of weight over the years since her initial implant in 1999. She is wanting to have a smaller 103 unit implanted. At this time there are not plans to replace the patient's vns unit as determined to be functioning and not at end of battery life. It is unknown if the patient's reported increase in seizures are above or below their pre vns seizure rate. Good faith attempts have been made for additional details from the patient's treating physician.